Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to an accidental failure of the device. If significant additional information is received, this report will be supplemented.

Event description:
During the preparation for use, the user found that error e117 (camera control unit malfunctions.) Was displayed. The patient was not under anesthesia. The user completed the procedure with the device. The procedure was not delayed more than 15 minutes. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.